Event description:
Home patient (hp) contacted their nurse to complain of nausea, vomiting, high fever, and cloudy effluent. Rn performed an effluent culture which revealed traces of staphylococcus coagulase negative, and pasteurella multocida. Hp was advised to administer 2 grams intraperitoneal, once daily, for 12 days of both ceftazidime, and cefazolin. To date, hp has fully recovered, no hospitaliztion was required. After a discussion between rn and hp's significant other, it was discovered that significant other sometimes neglects to wash their hands prior to setup after petting their cat.